Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (unknown concentration, 210.14mg/day), dilaudid (unknown concentration, 4.203mg/day), and ketamine (unknown concentration, 0.16811mg/day) in an implantable pump for intractable spasticity. A 8476 error code (motor stall) was seen on the personal therapy manager (ptm). There were no reported symptoms. Magnets were ruled out as a possible cause. There was no known MRI performed. The manufacturer representative met with the patient and confirmed the motor stall occurred at 08:28 hours ((B)(6) 2016). It was also reported the ptm no longer worked. The manufacturer representative was going to discuss further with the healthcare provider (hcp) and review the possibility or replacement if the patient wanted to continue therapy. The pump was replaced on (B)(6) 2016. The pump was not sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.